Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 , the reporter contacted lifescan in the USA, alleging the meter was reading control solution inaccurately low, with readings in the "80-90's mg/dl". There was no indication that the product caused or contributed to an adverse event. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.